Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation due to a tear in the posterior leaflet, requiring surgery. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue, reducing mr to grade <1. Post procedure, under transthoracic echocardiogram imaging, a tear in the posterior leaflet was observed and mr had increased to grade 3-4. The clip was stable on both leaflets. In the physician¿s opinion, postoperative blood pressure management is believed what caused the tear and increased mr. The patient was taken to surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral regurgitation (mr) appears to be due to the posterior tear. The cause of the reported unspecified tissue injury associated with the posterior tear appears to be due to procedural circumstances (blood pressure management increasing mobility of the valve). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.